Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Based on the available information and as the sample was not returned for evaluation, the investigation is closed with inconclusive results. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to stent delivery system, the instructions for use states "a removable safety clip (g) prevents outer sheath retraction and accidental or premature stent release. Just prior to deploying the stent, the safety clip (g) must be removed". Regarding accessories, the instructions for use states "the lifestar vascular stent system is only compatible with a 0.035 inch (0.89 mm) guidewire" and "the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath". With regards to preparation for use, the instructions for use states "prior to use flush the stent delivery system with sterile saline using a small volume syringe. Continue flushing until saline drips from the distal tip of the flexible catheter tip (c) after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". H10: (expiration date: 05/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a stent placement procedure in a patient with common iliac artery disease, the distal flared end of device was allegedly popped up. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in a patient with common iliac artery disease, the distal flared end of device was allegedly popped up. The procedure was completed using another device. There was no reported patient injury.